Manufacturer narrative:
Radiographic image assessment 1- ap lateral x-ray, l2-l5 posterior fusion. One of the l5 screws appear fractured. 2- appears similar to image 1 3- lateral x-ray still shows fractured l5 screw. 4- lateral x-ray still shows fractured l5 screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient having implant removal. It was reported that screws were broken and patient felt pain. The first x-ray was performed on (B)(6) 2023 after the patient reported having pain. For one screw tulip head and shaft has been fully removed but another screw some portion of the shaft was unable to be removed from vertebrae during explant. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.